Event description:
Per the clinic, the patient experienced an extrusion of the device. The head was bandaged. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure under general anesthesia on (B)(6) 2022 to close the extrusion, however, it was unsuccessful. It is also reported that the patient was treated with IV antibiotics on (B)(6) 2022 (specific duration not reported) and was placed on a 2 weeks course of oral antibiotics. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on june 28, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient with another cochlear device as of the date of this report. This report is submitted on august 10, 2022.

Manufacturer narrative:
This report is submitted on february 10, 2023.